Event description:
The customer reported that the central nurse's station (cns) was in communicaion loss (comm loss) with several transmitters. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in communicaion loss (comm loss) with several transmitters. Technical support (ts) troubleshot the issue and after speaking with the customer for a while, they determined that after the power outage that cause the comm loss, some of the orgs might not have been turned back on. Once the orgs were turned back on all transmitter were seen on the cns. There was no patient injury reported. Investigation summary: there were no parts replaced and no evidence of system malfunction. Communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is power outage. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references(B)(4). Follow up 001.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with several transmitters. Technical support (ts) troubleshot the issue and after speaking with the customer for a while, they determined that after the power outage that cause the comm loss, some of the orgs might not have been turned back on. Once the orgs were turned back on all transmitter were seen on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with several transmitters. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with several transmitters. During troubleshooting, technical support (ts) determined that after the power outage that cause the comm loss, some of the orgs might not have been powered back on. Once the orgs were powered back on, all transmitters were seen at the cns. No patient harm or injury was reported. Investigation summary: the failure mode for this event is power outage. The customer acknowledged that the thunderstorm resulted in a momentary power outage within the facility. Ts assisted the customer in troubleshooting the matter and requested they verify the orgs were powered on. The customer confirmed the org was attached to the ups which was found off. The customer proceeded to power on the ups, rebooting the org and the cns, resolving the reported issue. No parts were replaced, and there was no evidence of an nk device malfunction. A review of cns serial number finds no recurrence of the reported issue.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with several transmitters. There was no patient injury reported.